Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that during use of the bd pen needle 32x4 la 5b the consumer experienced nauseas and dizziness, and when performed the injection on (B)(6) 2019, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The following information was provided by the initial reporter: this spontaneous case, reported by a consumer, with additional information received from a second consumer and from a company representative, concerns a 58 years-old-female patient of unknown ethnicity. The patient received teriparatide via pre-filled pen, unknown dose, frequency, route of administration and indication of use beginning on (B)(6)2019. On unknown date, unknown on unknown date, unknown time after starting teriparatide therapy, the patient experienced injection site pain in the left leg, also reported as when she injected in the thigh, it stung, as it was burning, and there was a red ball also reported as redness, the size of a coin. It was reported that when she injected in the abdomen it did not happen, however, she experienced injection site bruising. Also, it was informed that the patient was injecting only in the belly. It was informed that patient was taking teriparatide at night because it was making her sleepy. The patient was also experienced pain in the hip, also reported as butt, during the morning, and the pain got better during the day, it was reported as intermittent. Additionally, the patient experienced nauseas and dizziness, and when performed the injection on (B)(6)2019, it was more intense and she had to stay lying down, however she had not recover. The teriparatide treatment was interrupted on (B)(6)2019 due to the device problems. The patient operated the device and it was unknown if the operator was trained.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen needle 32x4 la 5b the consumer experienced nausea and dizziness, and when performed the injection on (B)(6) 2019, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The following information was provided by the initial reporter: this spontaneous case, reported by a consumer, with additional information received from a second consumer and from a company representative, concerns a (B)(6) years-old-female patient of unknown ethnicity. The patient received teriparatide via pre-filled pen, unknown dose, frequency, route of administration and indication of use beginning on (B)(6) 2019. On unknown date, unknown on unknown date, unknown time after starting teriparatide therapy, the patient experienced injection site pain in the left leg, also reported as when she injected in the thigh, it stung, as it was burning, and there was a red ball also reported as redness, the size of a coin. It was reported that when she injected in the abdomen it did not happen, however, she experienced injection site bruising. Also, it was informed that the patient was injecting only in the belly. It was informed that patient was taking teriparatide at night because it was making her sleepy. The patient was also experienced pain in the hip, also reported as butt, during the morning, and the pain got better during the day, it was reported as intermittent. Additionally, the patient experienced nausea and dizziness, and when performed the injection on (B)(6) 2019, it was more intense and she had to stay lying down, however she had not recover. The teriparatide treatment was interrupted on (B)(6) 2019 due to the device problems. The patient operated the device and it was unknown if the operator was trained.